Event description:
The customer reported obtaining low total bilirubin (tbil) results with flags (g, l) for multiple patients on their au480 clinical chemistry analyzer. On (B)(6) 2025, there were three (3) patients with low results. On (B)(6) 2025, additional two (2) patients with low results. None of the initial results were reported outside of the laboratory. The samples were repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients¿ demographics. The customer verbally provided the results for these patients. MDR-2: this is for patient results generated on (B)(6) 2025 with aware date of 06may2025.

Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman field service engineer and replaced the sample probe to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).